Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt presented to the emergency room (ER) with a red heart alarm. When the pt arrived in the emergency room, the system controller was reportedly displaying a yellow light and exchanging the battery module did not resolve the alarms. There were no further issues when the pt was switched to the backup system controller. In addition, the manufacturer received the attached user facility report # 4900070000-2013-9027, from the (B)(4) which reported the pt presented to the emergency room because of one hour of vad idle time. The system controller was found to have a problem with the connection to the internal battery which did not resolve with battery replacement. The pt's system controller was exchanged for a new controller.

Manufacturer narrative:
The attached user facility report # 4900070000-2013-9027, was received from the (B)(4). The suspected system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.